Event description:
Olympus (ot) service technician was informed that the customer high definition 3cmos (complementary metal oxide semiconductor) autoclavable camera head was returned for a reported ¿poor connection with the main unit¿ which occurred during an unspecified event. Upon inspection and testing, a no image (reportable) malfunction was found as a result of a scope communication error, e226. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The service technician found a no image malfunction as a result of a scope communication error, e226. Additionally, the following was also noted: cable unit was twisted/dented, air/water leak due to a pinhole/cut on the cable, an indentation on the gold electrical contact is of video connector, fluid invasion was found inside the cable control unit and a worn coupler connector. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed there are no previous repair history for the subject device. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, no device was returned to the legal manufacturer, therefore, the root cause could not be conclusively identified. The e226 error occurs when communication with the video processor is poor. Based on the available information, the potential cause can be attributed to moisture entering through the pinhole/cut of the cable and cable deteriorated, resulting communication failure. In general the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. As stated on the IFU (instructions for use manual) and as a preventative measure for device damage, the IFU states the following: do not wash, disinfect, sterilize or store this product with tweezers, forceps, scalpels, etc. There is a hole in the camera cable, and water leakage may damage the electric circuit inside the product. Do not hit or drop this product. Water leakage may damage the electric circuit inside the product. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.